Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, the wake button had become stuck down. Customer's blood glucose level was not impacted. Contact stated that they were able to get the button unstuck.